Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2015 and absorbable straps were used. Following the procedure, the patient experienced severe abdominal pain, especially, tenderness of the right middle abdomen. On (B)(6) 2015, the patient underwent a re-operation to remove the strap which was "found hooking the nerve which lead to pain." After the second surgery, currently, the patient is not experiencing pain. Additional information has been requested.